Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Levels implanted:t2-l2 procedure: adolescent idiopathic scoliosis it was reported that during surgery, the hook splayed open a bit and the set screw got cross-threaded. The set screw could not be broken off using the final tightener. The set screw had to be broken off outside the patient, and then the set screw(already broken) had to be secured onto the hook at best maximum torque before jumping the last thread. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.